Event description:
Per the clinic, the patient underwent a MRI and shoulder surgery in early (B)(6) 2025, during which it was reported that the implant had shifted. However, a serous effusion developed at the surgical site that requiring drainage procedure (specific date not reported) and treated with oral antibiotic (specific date and duration not reported). It was reported that pain, swelling and tenderness over the magnet site began approximately 5-7 days prior, accompanied by significant fatigue and mild malaise. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.